Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a "fiber optic sensor failure" alarm. The hospital staff removed and reinserted the senor cable, but the alarm persisted. The inner lumen was transduced for an arterial pressure source. The iab was planned to be removed that upcoming monday ((B)(6) 2024). There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6) hospital. Additional initial reporter - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).